Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has new pain at his si joint. The patient's ipg is implanted right over the si joint and aggravates the pain. Surgical intervention is scheduled to address the issue.